Manufacturer narrative:
The device is expected to be returned for evaluation, but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling including the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to operational context (experience/technique with the device). (B)(4).

Event description:
It was reported that during unsuccessful attempt to implant the second stent from a trabecular micro bypass stent system, the surgeon noticed a microscopic fragment near the insertion site, and the surgeon was certain to have successfully removed the fragment from the patient¿s eye using forceps. Reportedly, during microscope inspection of the device following the procedure completion, the surgeon noticed that ¿the trocar was not present beyond the end of the insertion sleeve¿. A back-up device was used to complete the procedure, and there was no patient injury. Per report, surgical technique or experience with device contributed to the event.

Manufacturer narrative:
Correction: contrary to the initial findings following the electronic complaint database search- a complaint history review was completed and found no similar complaint of the same lot# to be associated with the reported event/issue code. MFR# reference: (B)(4).

Manufacturer narrative:
The device was returned to glaukos for evaluation. Evaluation of the returned device was completed. The x-ray evaluation revealed that the cam assembly had been activated two (2) times and no stents were found. The trigger button motion was functioning as intended as the device was able to actuate all remaining positions. The injector¿s splayed trocar was found have been broken at the distal end of the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Based on the investigation, it is highly unlikely that the device was sent out in this condition, as the frontal components undergo critical dimension inspection after injector assembly per the manufacture procedure. If any of the frontal components were bent or broken, the device should fail inspection and the unit should get rejected as all devices undergo visual inspection via x-ray per the manufacture procedure. There was no other non-conformances found to be related to the reported event. Further review of x-ray images for lot 100211 revealed that accepted device injectors contained splayed trocars that have met the required specifications. It is highly unlikely that the splayed trocar was shipped out bent as it undergoes critical dimension inspection after injector assembly per the manufacture procedure. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the firing of the second stent. A complaint history review was completed on 01/08/2021. The electronic complaint system was searched for both lots 100211. There was only one (1) similar complaint with same lot# was identified.